Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-03164. It was reported that during a stenting treatment procedure, removal difficulties and a stent dislodgement occurred. Access was obtained through the right femoral artery. A 16x2.75mm taxus liberte stent was deployed in the mid left anterior descending (lad). Twenty one days later, the patient returned for additional intervention to treat the 70% stenosed target lesion in the second diagonal. The previously implanted taxus liberte was well apposed. Without predilating the second diagonal, a 12x2.25 taxus liberte atom stent delivery system (sds) was advanced through the previously placed stent and halfway down the lesion when it got stuck and would not advance further. The physician attempted to pull the sds back into the guide catheter and the stent dislodged. In the attempt to locate the dislodged stent, the guidewire pulled back from the second diagonal and it was noted that the 2.25x12mm taxus liberte damaged the previously placed stent. An attempt was made to snare the dislodged stent, however it was unsuccessful and the 12x2.25mm taxus liberte atom stent embolized "beyond the lm and somewhat cleared the circumflex." The physician secured the dislodged stent against the vessel wall by deploying a 2.75x16mm stent taxus liberte stent. Next, the physician used cine without contrast to confirm that the 16x2.75mm taxus liberte stent was damaged and the struts were pulled. A 2.75x12mm taxus liberte stent was deployed to fix the damaged section of the lad stent. The patient will not be brought back to treat the diagonal. Their current condition is listed as well.